Manufacturer narrative:
The technician found the casters and the brake linkage was worn. He replaced the casters and the brake linkage to repair the stretcher.

Event description:
Info rec'd indicates the casters were locking in brake but continued to ratchet.